Manufacturer narrative:
Samples received: 7 detached needles. Analysis and results: there are no previous complaints of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received five detached needles (in two separate bags) and two open samples with a detached needle inside the pack. Threads are missing in all samples received. Needles received have been optically evaluated and we cannot determine if there are rests of thread inside the needles. Without the threads of the needles received and/or closed samples a proper analysis cannot be done. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective samples, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with safil violet. During use, there was separation noted of the needle and suture. There was no patient harm. Additional information was not provided.